Event description:
Death of customer and the customer was wearing the pump at time of death. The cause of death is unknown at this time and is pending results from the autopsy. The customer was working outdoors and their body was found the next day. The reporter did not have pump with them and does not know who has the pump. The customer's doctor has not been informed of the official cause of death yet. There are no further details at this time.